Event description:
Per the clinic, the patient experienced skin overgrowth on the abutment. On (B)(6), 2015 the patient had revision surgery to excise the excess skin. During the same procedure the abutment was exchanged. The implanted device remains.

Manufacturer narrative:
(B)(4). The implanted device remains.